Manufacturer narrative:
This report is submitted on november 11, 2022.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022 in order to perform a skin revision surgery and the abutment was removed due to non-use.